Manufacturer narrative:
As follow up information revealed ipg 3662 serial number (B)(4) to be still implanted in the patient, this issue pertains to a different ipg. As such, this report does not meet reportability criteria.

Event description:
Follow up information confirmed the patient underwent explant of 3662 serial number (B)(4) on (B)(6) 2019. The patient lost therapy about a month prior to explant.

Manufacturer narrative:
The results, methods and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12442. It was reported that the patient's ipg was inoperable. Surgical intervention took place to explant and replace the patient's ipg. Surgery addressed the issue. Note: it is unknown which ipg was explanted, therefore both of the patient's ipgs are being reported on.